Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a crackling sound and flames coming from the back of an architect i1000sr analyzer. The technical service specialist (tss) confirmed that the power cable to the extension cord was burned. The tss observed a leaking wash buffer transfer pump connector, which may have caused the power cord to short causing the flames. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting flames coming from the rear of an architect i1000sr, serial number (B)(6). The customer doused the flames and turned the power off to the analyzer. During the investigation, the fsr discovered that the pump, buffer transfer (rohs), part number 7-200100-01 was leaking outside of the instrument on the floor and onto the power cord, us, arm, part number 7-78595-03, damaging (burning/charring) the power cable and the surrounding floor. The fsr replaced the power cord and tightened a loose connection at the pump, buffer transfer (rohs), which resolved the issue. There was no injury reported. The analyzer was returned to normal operation. A review of the 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burned/charring observed was limited to the power cord, us, arm due to the leaking pump, buffer transfer (rohs); the burned/charring did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.